Event description:
It was reported by dr (B) (6) that this patient, enrolled in lifecell clinical study (B) (4), was 1 year post complex abdominal wall reconstruction following distal pancreatectomy and splenectomy. Recent events occurred while lifting heavy object, patient struck his abdominal wall leading to high fevers and complaint of bowel status. Patient denies nausea and vomiting. On (B) (6) 2008, dr (B) (6) assessed the patient and ruled out recurrent hernia but evidence of a 15x15 cm area of erythema and abdominal wall that was moderately tender. Differential diagnosis of recurrent (B) (6) infection with abscess, incarcerated hernia and potential strangulated bowel. On (B) (6) 2008, pt had CT scan highly suspicious for abscess and also indicated a nonobstructive bowel gas pattern. On (B) (6) 2008, patient received an ultrasound, which demonstrated two areas of fluid collection. Pt then received an ultrasound guided drain, which yielded purulent fluid. A sample was cultured and the results indicated of gram+ (B) (6) and (B) (6). Peripheral blood cultures were negative. Dr (B) (6) reported that the infection expected to be managed with percutaneous drain. Strattice was left in place.

Manufacturer narrative:
Review of the device history records for strattice lot g0035. Query of lifecell complaint system for any other complaints against the devices distributed from lot g0035. Review of the medical information of the event by internal committee including quality, regulatory and medical affairs. Results: review of the device history records for strattice lot g0035 revealed no deviations that would have an impact on processing steps associated with the risk of infection to the patient. To date, of the 11 devices processed for lot g0035, 6 devices were distributed for the purposes of clinical study; to date one more complaint has been reported against this lot (dr (B) (6) reported pt's urinary hesitancy and urgency; as per medical events committee, strattice considered to be unlikely responsible for the patient condition). The internal review concluded that the event is considered as complication of the surgical procedure and pt condition and unlikely related to the strattice. Conclusion - no device failure.